Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient initials (B)(6), age: (B)(6). Date of event: unknown. (B)(4). Original implant was approximately (B)(6). Devices were discarded. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of lcp one third tubular plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient initially had an open reduction internal fixation surgery to the last proximal tibia on an unknown date; approximately 6 months ago. On (B)(6) 2016, the patient had a hardware removal procedure for a broken implant for an external fixator on the last proximal tibia. This procedure was performed due to post-operative broken implant failure, a non-union and an infection. The surgery was completed successfully and patient status is reported as stable. This report is 2 of 3 for (B)(4).